Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient experienced a loss or change of therapy in (B)(6) 2015. At night time the patient got up 2 or 3 times and was loaded with urine. The patient also had to go like crazy all day long. The patient's therapy was not on and was set at 4.3v on program 1. The patient had a hip operation in the summer and went to rehab for 5 weeks and this could be related to the issue. There were no trauma or falls that could be related to the issue. The patient turned stimulation down to 2.0v and turned it back on. The patient increased stimulation to 2.3v and felt stimulation in the correct area. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.